Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in the patient's coronary. Device issue: stent dislodgement. It was reported that after balloon dilatation, the vision stent delivery system (sds) was advanced to the lesion. While the sds was being pulled back, it was noticed that the stent had dislodged from the balloon and remains in the patient's coronary and could not be retrieved. Another stent was deployed to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the stent delivery system (sds) revealed that the device was returned with blood visible on the outer member. There was moisture visible in the inflation lumen. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was no damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that as the rx vision was removed from the patient, it was noticed that the stent was no longer on the balloon. Quality assurance analysis confirmed that the stent implant had dislodged from the balloon and was not returned. The stent implant was not noted as missing during the inspection prior to use. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of the manufacture. The balloon was tightly folded and no damage was noted on the stent delivery system. Based on the information provided, a conclusive root cause cannot be determined. The lot history record was reviewed and did not reveal any non-conformities. This does not appear to be a product quality issue. This MDR is considered closed by the product performance group.